Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluation sent the device for upstream occlusion test and it passed for all flow rates. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. The ultrasonic sensor will be calibrated for precaution. Should additional relevant information become available, a supplemental report will be submitted.